Manufacturer narrative:
We had reviewed our records and conducted extractable protein test on retention samples and gloves returned from customer. We conclude that there was no abnormality on the compounded latex ph and total solid compound (tsc%), production process parameters, quality of the gloves and extractable protein test results. There was no change of process parameters, and all parameters were within the specification, during the production of this lot size. The retention gloves tested for extractable protein test, ph test and donning test did not exhibit any irregularity. The gloves returned from customer which were submitted for extractable protein test and donning test also did not exhibit any irregularity. We believe the complaint by the medical assistant is an isolated case due to wrong glove being used as the user developed allergic reaction over a period of time of wearing natural rubber gloves at work place.

Event description:
A female dental assistant was wearing latex gloves when she started having difficulty breathing and her throat started to feel as if it was swelling. The assistant stated she believes she has an allergy to rubber, elastic and latex from years of wearing these materials. The assistant did not seek any medical attention and was not prescribed any medication, nor did she take any otc medications to treat the reaction. The swelling was reported to subside on its own.